Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge slid off the pump. Reportedly, the customer was successfully able to load the cartridge back into place. It was also reported that the pump touch screen was sometimes unresponsive. Reportedly, when the customer would a press button, the display would intermittently turn off or a button nearby would respond instead. Additionally, it was reported that the wake button had a delayed response. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy.